Event description:
One endeavor rx drug-eluting stent was implanted at the mid rca. At 30 day follow up and at 6 month follow up, pt displayed stable angina. At 1.5 year follow up, pt was asymptomatic / free of symptoms. On the same day a spontaneous gi bleed is reported to have occurred. Intervention was not required. Investigator has indicated that event was not related to the study stent.

Manufacturer narrative:
(B) (4): evaluation results: (gi bleed).